Event description:
Progressive subluxation of the posterior chamber lens (right eye) with decreased vision. Surgery was required for this problem. The surgeon stated the problem was due to lack of capsular support and unrelated to the iol. The iol was explanted at this time.